Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that they had their ins battery moved a couple of weeks prior because it was in the wrong place. The patient stated that the implant was in an uncomfortable spot and they could not sit and they had to move it over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.